Event description:
Boston scientific crm received information that during a previous interrogation seven months earlier, this device displayed remaining longevity of 4.5 years remaining. During a recent follow up visit, 3.5 years remaining was displayed. A longevity calculation was performed. There was concern the battery had depleted more rapidly than expected. It was not thought this was due to this device included in the low voltage capacitor advisory. A device replacement procedure will be performed in the near future as the patient is pacemaker dependent, but the patient must recover from an infection before replacement. No adverse patient effects were reported. Additional information was received. Two years later, this device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Upon completion of the analysis, this event will be updated.